Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. The event date was estimated. Related MFR number: 2916596-2024-02482 (driveline infection actions post (B)(6) 2024)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Related MFR number # 2916596-2024-02482. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Progressive leukocytosis was noted on (B)(6) 2023. A driveline swab was positive for methicillin-resistant staphylococcus aureus (mrsa) and vancomycin-resistant enterococci (vre) accompanied by nausea and vomiting. To treat the infection, the patient was given vancomycin intravenously (IV). They would need 6 weeks from 1st negative blood culture (at the time (B)(6) 2023). Ceftriaxone was given from (B)(6) 2023 to (B)(6) 2024, followed by per oral doxycycline for chronic mrsa suppression after they completed their current course of IV antibiotic.

Event description:
It was reported that the patient had mrsa bacteremia on (B)(6) 2023, incision and drainage (I&d) and a wound culture (cx) from sacrum yielding escherichia coli (e. Coli), enterococcus faecalis (e. Faecalis), and bacteroides on (B)(6) 2026. The patient also had I&d of the driveline/subxiphoid collection on (B)(6) 2023. Additionally, in (B)(6) 2024 the patient had mrsa bacteremia secondary to driveline source, mrsa driveline infection with a worsening abscess on (B)(6) 2024, recurrent mrsa driveline infection on (B)(6) 2024 and recurrent mrsa bacteremia on (B)(6) 2024, recurrent mrsa bacteremia with mediastinal fluid collection on (B)(6) 2024, and status post I&d on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.